Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic right ventricular tachycardia (idvt - right) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, video visualization was lost on all monitors, including the odyssey. While the carto was down, the physician ablated 2 more times. Patient became hypotensive and tamponade was confirmed via ultrasound. Pericardiocentesis yielded 200cc. Workstation was re-booted and the carto issue was resolved, but no additional ablations were performed. It was noted that during the procedure, the patient was under anesthesia and was moving during ablation. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for idiopathic right ventricular tachycardia (idvt ¿ right) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility, and was found within specifications. A deflection test was performed, which the catheter passed. Catheter sensor functionality was tested on the carto system. The catheter was recognized by carto 3 system with no errors and proper visualization. The force feature was evaluated and passed. An irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.